Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed but the exact cause was unknown. The product returned for evaluation was a 4.5fr ptfe microintroducer dilator/sheath. The sample was returned with the dilator inlaid within the sheath and dilator/sheath were bent. Further evaluation also confirmed the presence of a crumpled region of sheath near the middle of the sheath and a split in the sheath at the distal end in combination with crumpled region at distal tip. Microscopic examination of the sheath showed that the damage region contained two points of apparent contact and evidence that a force had been applied to pull that region of sheath towards the proximal end. It is unknown whether the split in the sheath was present prior or after the event which caused the crumpled region. Insufficient evidence was observed to confirm the exact nature of the damage seen but possible causes could be an insertion angle which was too great or failure to twist the introducer set upon advancement into the insertion site in conjunction with the edge of the sheath being caught on hard fascia or tissue. A lot history review (lhr) of redq0327 showed one similar product complaint(s) from this lot number.

Event description:
It was reported that the peel-away sheath was not straight, unable to be inserted into the blood vessel. No other information was provided. 06/30/2021: a split and crumpling were noticed on the returned device.